Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges infections, abscess, and hernia recurrence; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2014. It is also alleged by the patient's attorney that on (B)(6) 2017, patient began to suffer from infections, abscess, and hernia recurrence. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."